Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was returned for a physical examination. The port housing, the catheter and catheter lock were all returned. The quality and engineering departments performed an evaluation which revealed the catheter was returned in two sections, one was attached to the port housing with the catheter lock and a larger catheter fragment. There was slight burnishing on the catheter ends but there were no signs of calcification on the catheter surface. There were many puncture marks present in the port septum. There were no puncture marks in any of the suture holes, indicating they were not utilized. A warning in the instructions for use states: 'failure to adequately anchor the port to the fascia increases the risk of catheter fracture and/or disconnection which could result in catheter migration.' There were no occlusions in the port or in the catheter when flushed. The lot number for this vital port is not known, therefore a device history record including the manufacturing and quality control records could not be reviewed. The complaint was confirmed through visual inspection and customer testimony. It was determined that the root cause of this complaint was due to product use or product handling.

Manufacturer narrative:
(B)(6). Preliminary investigation - evaluation : a review of the complaint history, drawings, dimensional verification, instructions for use (IFU), and visual inspection of the returned device was conducted during the investigation. One used vital-port detached silicone catheter titanium infusion port was returned for evaluation. All components were returned, including the port housing, the catheter and catheter lock comprising the entire device. No pieces were missing. The catheter was returned in two sections, one which was attached to the port housing with the catheter lock which measured approximately 4.2 cm and the larger catheter fragment measured approximately 32.cm. There was slight burnishing on the catheter ends but there were no signs of calcification on the catheter surface. There were many puncture marks present in the port septum. There were no puncture marks in any of suture holes provided to anchor the device to fascia indicating the suture holes were not used. There were no occlusions in the port or in the catheter when flushed, no nicks, abrasions or punctures were visible using magnification on the catheter surfaces. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: 'failure to adequately anchor the port to the fascia increases the risk of catheter fracture and/or disconnection which could result in catheter migration.' There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history record could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, failure of the user to follow the instructions for use to adequately anchor the port to the fascia increased the risk of catheter fracture and/or disconnection which resulted in catheter migration. We will continue to monitor for similar complaints.

Event description:
International customer reported that a vital-port detached silicone catheter titanium infusion port was implanted on (B)(6) 2010 through an upper arm approach for chemotherapy treatment. The port of the device remained unused for an unspecified length of time. The patient presented at another hospital at an unspecified time following implantation with unspecified signs and symptoms. A computed tomography scan (CT) of the patient revealed a break of the catheter. A portion of the catheter migrated into the patients' pulmonary artery. The device was explanted from the patient; a device replacement was not performed. There have been no reported adverse effects to the patient, however the physician is requesting an evaluation of the device to ascertain and confirm that no residual foreign bodies are retained within the patients' body.